Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (25.0 mg/ml at 4.823 mg/day) and bupivacaine (10.0 mg/ml at 1.929 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported a low reservoir alarm occurred on (B)(6) 2016 at 08:47. An empty reservoir alarm occurred on (B)(6) 2016 at 13:31. No patient symptoms were reported. No further information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2016 indicated per the healthcare provider (hcp) note dated (B)(6) 2016, the patient's pump, although it had alarmed, still had 1.5 (ml) left in their reservoir so their pump was working well. The reservoir apparently was not truly empty. There were no diagnostics and no intervention besides refilling the pump. The patient did not experience any symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.